Event description:
My son has type 1 diabetes mellitus. He uses the dexcom g7 cgm. When installing a new sensor, the sensor did not deploy from the applicator correctly and the wire was sticking out of the sensor through the outside. When I removed the sensor from his body, the wire that is supposed to go into his arm had not even gone through the plastic coating and the needle that delivers it had had caused a lot of bleeding. Dexcom refuses to replace the sensor even though it was defective, and my insurance will only give 3 sensors for 30 days, meaning my son will be without blood glucose readings for 10 days this month. Dexcom service has been getting worse and worse and they refuse to back their product, even though it will cause harm to the patient.